Event description:
Halyard one step quick check wrap and halyard wrap smart-fold - used to wrap surgical instrument trays for sterilization; found to have slits and holes in the material of over 30 wrappers over the course of several months ((B)(6) 2018 - (B)(6) 2018).